Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Visual analysis identified a device with an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported "concerned about implant" and "confirmed rupture" diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device. This relates to the left side.